Event description:
It was reported, during preparation for use the subject device had a poor image. The issue was found during an unknown therapeutic procedure and was completed using a similar device. No surgical delay and no patient harm was reported by the customer.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found cable damage and flooding; the coupler retention was reduced, and white flaws. Based on the results of the investigation, it is likely that the following led to the malfunction: -conclusion of image failure: the inspection by the repair department confirmed that a cable failure had occurred in the actual device. Therefore, it is assumed that the image function did not function normally due to the cable failure and "image failure" occurred. -conclusion of cable damage and flooding: the repair department inspected the device and confirmed that cable damage and flooding had occurred. However, the information obtained from this complaint and the investigation results did not allow us to determine the cause of the occurrence. A device history review was completed, and no issues were identified. . The reported risk/harm is addressed in the instructions for use (IFU): [section where IFU applicable for image failure] - 4.1 precautions (warning) ¿ if an abnormal endoscopic image or function occurs and returns to normal spontaneously, the device may have already malfunctioned. If you continue to use the device as it is, the abnormality may occur again, and the device may not return to normal. In this case, discontinue use immediately and slowly pull the endoscope out from the patient. Continued use of such a device may injure the patient, cause bleeding or perforation. ¿ if for some reason the endoscopic image disappears during endoscopy, the endoscopic image does not return from the frozen state, or the focus cannot be adjusted, and you do not know how to recover, turn off the power to the video system center and turn it on again. If the endoscope still does not return to normal and observation cannot be performed, immediately turn off the power to the video system center, remove the camera head from the endoscope, and while looking directly into the eyepiece of the endoscope, slowly pull the endoscope out from the patient to discontinue use. It is very dangerous to leave the endoscope inserted into the patient while the image disappears or other observations cannot be made, or to pump air/water, suction, or perform procedures. When various types of instruments are being used, the instruments should be withdrawn in the safest way possible before withdrawing the endoscope. Also, during the procedure, be sure to have a spare device available in order to avoid interruption of the procedure. [Section where IFU applicable for phenomenon 2] - endoscope image disappearance and freezing (warning) ¿ do not bump or drop the device. Do not drop or bump the device. Water leakage may cause damage to the internal circuitry of the device. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported to olympus that there was a poor image while using the high-definition camera head. There were no reports of patient harm associated with the event.

Manufacturer narrative:
The device has been returned for evaluation and the investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information is provided by the user facility.